Event description:
End-user's family member called medtronic minimed, and stated that pt was hospitalized with high blood glucoses. A leak was found at the luer junction. On september 30, 2002 maersk medical received the complaint and 1 used tubing.